Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation results of stent detached/separated. Block h10: the returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that the stent shaft was detached. Additionally, their suture is not visible. Their respective positioner and suture were not returned. It is important to mention that the returned device is in different shape than the media attached. During functional analysis, a use of mandrel of 0,039 passed through stent without resistance. A microscopic inspection was performed, and the detachment was observed. No other problem with the device were noted. The reported event was not confirmed. Based on the returned device and most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. According to the evidence, it is possible that operational factors, interaction of the excess force during interaction with the suture string such as an entanglement before their use could have caused the detachment that was observed. Consequently, affect the performance of the device. For this reason, the as analyze code will be no problem detected. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a flexible ureteroscope lithotripsy procedure in the right kidney stone, performed on (B)(6) 2023. During preparation, the tail end of the stent was fractured. The procedure was successfully completed with another polaris loop ureteral stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the stent was detached/separated, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.